Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2014 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the text on the display screen was found to be dim and pink. Unrelated to the complaint, there was damage found to the battery cap; the battery cap threads were found to be stripped. A test cap was just for testing purposes. Also unrelated to the complaint, the down arrow keypad button was found to be intermittingly responsive. The remaining keypad buttons were found to be responsive. There was no damage or peeling found to the keypad. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.